Event description:
It was reported the device primary audible alarm background test, loud motor. No patient injury reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device was in good condition with no appearance of any physical damaged. A review of the device history log indicated primary audible alarm background test error. The device was tested using both (1) power up (2) occlusion test. During testing it was found (1) no primary audible alarm bgnd test error during occlusion test. (2) yes, device was noisy when running(occlusion test). The tech noted (1) unable to determine. (2) dry motor drive train components as a result of the customer's non-performance of required annual pm activities. Pump is 5 years old. The root cause was (1) unable to determine. Speaker and interconnect found without any physical damage.(2) average use. The tech (1) replace speaker for preventive. Performed functional test which passed. (2) greasing needed to dampen the noise. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).